Event description:
Boston scientific received information that at a cardiac resynchronization therapy defibrillator (crt-d) check five months ago longevity showed one year until replacement. Now at a check it says four months to replace. The boston scientific field representative notes that left ventricular (lv) lead outputs have been increased since the last visit. Wondering if this may be premature battery depletion. Physician will monitor for now and replace in the near future because the patient is pacer dependent.

Event description:
Additional information was received that this patient underwent a revision procedure and this product was explanted and replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.